Event description:
Customer's wife ran blood tests on his contour meter and received readings of 116 and 112mg/dl. She then retested on her contour meter and received readings of 71 and 69mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer .